Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the battery pack needed to be more forcefully inserted in order for the battery pack to remain seated in the unit. The battery pack and pads needs to be replace as they are expired. Advised to leave the AED out of svc until new accessories have been delivered. Advised unit would need to be replaced if issue persists and inserting bp with more force does not resolve the issue. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the battery will not stay in the unit as in they can not insert a battery pack into the AED. This event did not occur during patient use.